Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts was implanted in the left eye. On pod49, hcp performed gonioscopy examination and observed an iop of 40 mmhg compared to iop of 10 mmhg at prior visit. Treatment was provided as ocular massage and needling, but was unsuccessful. Later, trabeculectomy was performed. Event resolved. Device remains implanted.